Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The user facility reported biomed department filed a complaint for a failed self check. There was no patient use or harm.

Manufacturer narrative:
A.1 added information in accordance with updated procedures since the initial manufacturer device report number 1220648-2023-03457 was submitted. A.2 age should have been left blank in accordance with updated procedures on the initial manufacturer device report number 1220648-2023-03457 as no patient was involved. A.3 na should have been selected on the initial manufacturer device report number 1220648-2023-03457 as no patient was involved. D.1 and d.2 brand name and common device name were revised in accordance with updated procedures since the initial manufacturer device report number 1220648-2023-03457 was submitted. D.4 model number, catalog number and serial number were revised in accordance with updated procedures since the initial manufacturer device report number 1220648-2023-03457 was submitted. E.2 revised selection in accordance with updated procedures since the initial manufacturer device report number 1220648-2023-03457 was submitted. G.1 revised MDR reporting contact email since the initial submission of manufacturer device report number 1220648-2023-03457 in accordance with updated procedures. Added reporting contact fax number in accordance with updated procedures since the initial manufacturer device report number 1220648-2023-03457 was submitted. H.5 and h.8 revised selection as it was reported incorrectly on the initial manufacturer device report number 1220648-2023-03457. H.6 codes 2199 and 3221 were reported incorrectly on the initial manufacturer device report number in accordance with updated procedures. A new code was added.